Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a printed circuit board failure. Additional issues were identified during the device evaluation: a worn and loose front socket, and the unit's internals were very dusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic colonoscopy procedure, the evis exera iii video system center presented with an intermittent connection to the display screen image. The intended procedure was completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the image displayed intermittently due to effect of the failure of the printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.